Manufacturer narrative:
Evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather associated with intra-operative procedures.

Event description:
During surgery, doctor was unable to secure locking between insert and baseplate. There was no adverse consequence to the patient due to this event.